Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the wiring was snapped, which would signal the drawer to open and close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the wiring was snapped, which would signal the drawer to open and close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that wiring snapped in half that would be the signal for drawer to open and close. A field service engineer (fse) powered down the device, removed and replaced the retractor band and drawer controller, then reassembled, rebooted, configured, and tested the unit to confirm proper functionality. Testing was completed in hardware test application, and the customer verified successful operation during recovery. The system functioned as intended after the field service engineer repaired the device.